Event description:
The clinician reports the implant was inserted (B)(4). 2023 in ada 27. Details of surgery: immediate extraction site. On 2024-03-05, non-osseointegration was verified. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.